Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "a system message displayed when the footswitch was depressed" (device displays error message). The nurse reported a system message displayed when the footswitch was depressed. Additional information from the nurse stated, they were using only the cautery function. The footswitch was unresponsive with a system message displaying. The cautery bi-polar brush was switched out with no response. The system was switched out and the pterygium wound was cauterized. The case was completed with no patient harm. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and was able to duplicate the problem reported. The footswitch was replaced and sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).